Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked on 2 occasions. The following information was provided by the initial reporter: drug leakage from the tip.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/30/2020. H.6. Investigation: two photos and sixty sealed samples were provided to our quality team for investigation. Through visual inspection of the photos, a leakage at the luer connection was observed. All returned samples were evaluated, no defects or damage was noted in the syringe or syringe tip and testing verified the product met required specification. Leakage testing was also performed, in all cases no leakages occurred. A device history review was performed for suspected lot 2004297, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 50ml ll leaked on 2 occasions. The following information was provided by the initial reporter: drug leakage from the tip.